Event description:
The customer reported that when the device powered on there was an error message and it failed opcheck. No pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.